Event description:
A home patient's mother contacted baxter's technical service center for assistance during dwell of the home patient's automated peritoneal dialysis therapy regarding a system error 2240 alarm. Per initial report, baxter's technical service center assisted the home patient's family member in ending therapy early. Follow up with a dialysis nurse at the home patient's dialysis clinic revealed that the home patient disconnected their transfer set from the patient line of the homechoice set and later reconnected to the setup, resulting in the alarm. No patient injury or medical intervention was associated with this incident, per the dialysis nurse at the home patient's dialysis clinic.